Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Initial reporter occupation- non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position with the red activation knob was disengaged in the handle for deactivation of the carbon dioxide cartridge. Two catheters were provided with the return. One catheter remained attached to the device. The attached catheter had dark red discoloration on the distal tip and unknown substance on the red flanges. The second catheter had red fluid throughout the length of the catheter. Powder residue was found at the catheter connection. When tested, as returned the device did not spray. The red activation handle was removed; no carbon dioxide remained in the cartridge. The lance position was measured using specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device would not spray. Leakage of carbon dioxide was not heard. The device was disassembled and the tubes were disconnected for removal of the powder. The nozzle of the device was found to be blocked with hard powder. Clumps and darkened chunks of powder were observed in the tube between the low pressure valve and on/off valve. The cannula and hole in the bottom of the powder chamber was clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is related to blood from the surrounding area clogging the catheter, which is a use error. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion. Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user touched the catheter to fluid, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure with an esophagogastroduodenoscopy (egd), the physician used a cook hemospray endoscopic hemostat. Per the customer, the device was defective. It did not spray. The device did not work after the trigger was pushed. The procedure was completed with another hemospray. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.